Manufacturer narrative:
The patient weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device: 4 months. Device evaluation: a correlation between the device and the report that the patient experienced syncope and dizziness could not be conclusively determined. The pump was returned assembled with the pump cable severed approximately 5.5 inches from the bend relief and the severed portion of the cable was not returned. The modular cable and apical cuff were not returned. Upon disassembly of the returned pump, examination of the proximal opening of the inflow cannula revealed a normal biological lining. The deposition was strongly adhered but did not appear to obstruct the flow of blood through the pump. Similar depositions were situated toward the proximal end of the lumen of the inflow cannula. Further examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The retrieved lvad log file captured the device operating as intended. The device was rebuilt and functionally tested under loaded conditions. The pump was connected to and operated on an hm3 functional tester and the retrieved data showed normal pump power consumption and flow estimation that was within manufacturing specification. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced dizziness and syncope upon standing or walking, and underwent an exchange to another manufacturer's device on (B)(6) 2018. It was reported that the patient's symptoms were thought to potentially be related to the device at the time of explant/exchange. No additional information was provided.